Manufacturer narrative:
PMA/510(k)#: p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to MFR site as follows: importer site contact and address: (B)(6). (B)(4). Device evaluation the zisv6-35-80-6.0-120-ptx device of lot number: c1517053 involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Document review prior to distribution zisv6-35-80-6.0-120-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zisv6-35-80-6.0-120-ptx of lot number: c1517053 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1517053. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: impression: the complaint of stent fracture cannot be confirmed on the provided image. The stent elements demonstrated mildly jumbled appearance typical at locations where plaque recoil causes residual stenosis. Stent element discontinuity cannot be distinguished from artifact. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to difficult patient anatomy. It is known from the imaging review that the patient exhibited large amounts of plaque within the distal superficial femoral artery (sfa). As per the imaging review ¿the stent elements demonstrated mildly jumbled appearance typical at locations where plaque recoil causes residual stenosis.¿ summary: complaint is not confirmed as the defect could not be verified in the image(s). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. Clinical input received 11-apr-2019: I do not think the constraint was a device failure. First we have no idea whether the stenosis was relieved with post stent angioplasty so it cannot be called recoil. For arteries I consider recoil and compression equivalent. If the balloon cannot efface a lesion, the stent cannot be expected to. Second because the stent was in a subintimal plane with the massive plaque, essentially the whole vessel, running parallel, any further expansion risked rupture. So the constraint was acceptable and most likely beneficial. That is why I ignored the 45% . The result was the best for the situation. The referenced discussion about compression and constraint was specific to veins and cannot be completely applied to arteries.¿

Event description:
Positioning zilver ptx in sub intimal in sfa, after dilatation inside the stent with a medtronic balloon .018 5x80, the distal part of the stent was fractured. After that, customer decided to put a stent-graft viabahn in sfa to save the situation. The patient is safe.

Manufacturer narrative:
PMA/510(k) # = p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Positioning zilver ptx in sub intimal in sfa, after dilatation inside the stent with a medtronic balloon .018 5x80, the distal part of the stent was fractured. After that, customer decided to put a stent-graft viabahn in sfa to save the situation. The patient is safe.